Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient inserted the infusion set without removing needle guard. Event occurred on (B)(6) 2024. Blood glucose level was 520 mg/dl at the time of the event. Patient took correction injection via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.